Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported that the pump stopped insulin delivery after 0.95 units out of a 1 unit bolus had been delivered. An occlusion alarm had not been recorded in the pump history as the customer had less than 5 units of insulin available in the cartridge. The customer then received the empty cartridge alarm (alarm 8). The customer changed the cartridge and infusion set. The customer's blood glucose level was 103 mg/dl.